Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that during injection with an unspecified bd ultra-fine¿ syringe the needle breaks off. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient calls with the intention of making a suggestion, on supervision at the time of the manufacture of the products and in the area of control and quality, since the syringe that he uses, lately has factory defects, as for example, sometimes the needle has been broken or embedded in the skin.